Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation and capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported baker grade IV.

Manufacturer narrative:
Additional information was received from the healthcare professional stating the previous information received on capsular contracture with baker grade unknown is now a baker grade IV. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional additionally reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, wear abrasion, and a curved opening. A leak test was performed and found one opening. A microscopic analysis identified a curved striated opening on the anterior side assessed as surgical damage. The fill inspection test was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is a curved striated opening assessed as surgical damage.